Event description:
It was reported that the hanging monitor of the system 2600 had a white line across the screen distorting the image. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The monitor was replace. The system was tested and found to be working as intended and placed back into service.